Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had invalid data on episode list. The device function was noted to not be affected. The device remains in use. No patient complications have been reported as a result of this event.